Event description:
It was reported the patient had presented in ¿early may¿ with signs of baclofen withdrawal. A catheter access port (cap) study and spiral CT were done with no abnormalities detected. The patient had previously been on 1000mcg per day with two 50mcg hourly boluses. A thirty percent increase in the daily dose was implemented and tachyphylaxis was questioned. The patient progressed well for four weeks and then presented again with rapid onset withdrawal three days prior to this report date. A repeat cap study and myelogram were done and no abnormalities were detected. It was reported ¿external catheter implanted with bolus ¿ improved condition¿. A replacement of the ascenda catheter occurred due to occlusion. It was stated, ¿expecting to make a good recovery¿ as well as it was reported the patient was recovered however not fully. The patient outcome was reported as no injury. It was later reported the patient was in ¿good spirits today¿ as of (B)(6) 2013 and was ¿back on the ward¿.

Manufacturer narrative:
Concomitant products: product ID 8780, lot# 0205777006, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter; product ID 8785, lot# 0205759397, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type accessory; product ID 8780, lot# 0205777006, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
The initial analysis result of the catheter ((B)(4)) was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected. (B)(4).

Manufacturer narrative:
Analysis of the 8780 ascenda catheter (lot # 0205777006) found a kink of the catheter body that caused the inner lumen to occlude. Of the sc (sutureless connector), a tear in the seal near the guide ring was seen. The catheter body was also found to be incorrectly assembled or sutured. The catheter was receiving in two segments with an unusual bend in segment 2 in an area 0.8cm from the proximal end of the anchor. Both segments were found to be patent however if the catheter was curved into an extreme position in the area of the bend noted above and held there, a kink would occur that resulted in occlusion. Analysis of the 8785 kit (lot # 0205759397) found no significant anomaly; the catheter body was found to be incorrectly assembled or sutured. The kit contained a catheter to catheter connector and an anchor. It was noted there was no way to determine whether it was the anchor or the catheter to catheter connector that was used from the kit. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.